Manufacturer narrative:
The integrated circuit u35 was found to be damaged and the motor tach pulse was out of specification and needed to be replaced. After the motor and u35 were replaced, an infusion test was programmed: continuous 8ml/h pulse bolus 2ml with a 5 minute lockout. A test bolus cord was used for the test as the customer did not send their bolus cord in for analysis. At the start of the infusion, the bolus cord was pressed and a bolus delivered correctly then the pump continued to run 22 hrs and 46 minutes and did not deliver any boluses.

Event description:
The pump was received inthe biomedical engineering department with a note stating "bolusing patient without being programmed to do so, and without the patient pushing the bolus button." No further information was available. The incident report received by risk management did not have any further information except to note that the infusion was an epidural, and that there was no harm to the patient. The device settings were not recorded. No further information was available.